Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from date of manufacture 03/07/2012 to present date 10/30/2020 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device received an error code. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an error code. There was no patient involvement.